Event description:
New information received notes the right ventricular lead was capped and replaced on 1 sep 2021 due to high pacing lead impedance and lack of capture. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, h6 results/conclusions codes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of lead, it was noted that there was no capture and there was out of range low voltage pacing lead impedance on the right ventricular (rv) lead. No intervention was performed and the patient will be monitored going forward. There were no adverse consequences to the patient.